Event description:
Foreign body was inside metal sheath in sterile packaging. The object was identified until the tuohy was passed into the port, then into the abdominal cavity. The object was pushed out of the tuohy needle and landed in the pts abdominal cavity. The object was able to be retrieved and antibiotics were given to the pt post operatively. Pt has recovered from surgery, currently with no side effects.

Manufacturer narrative:
Event evaluation: still under investigation at this time.